Manufacturer narrative:
Correction was entered in section b5. Manufacturer narrative: this report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Arjohuntleigh received a customer complaint where it was reported that during transfer with sara plus lift and sling, the resident started to slip out of bottom of sling. The resident had to be supported to prevent fall to the floor. As a consequence caregiver sustained a strain of back. When reviewing similar reportable events, we have found a number of cases with similar fault description (slid out of sling). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. It has been established that the lift device (sara plus) and the "wipedown" sling system was being used for patient handling at the time of the event and in that way contributed to the outcome of the event. No malfunctions regarding sara plus lift were reported that could have caused or contributed to the event. An inspection found the "wipedown" sling was found torn. One of two belt loops of the sling was ripped off the sling. The "wipedown" sling and the sara plus lift which work together as a system were found to have not been in accordance to product specification when the event took a place. When the person would have been lifted with sara plus active lift and when the labelling is followed, there is no likeliness of a patient drop or other adverse event during the transfer of the patient with the sling, even when the "wipedown" sling without chest belt will be used. This was confirmed by our simulations. From simulations, we know that in the situation when the person is not correctly evaluated to be suited for transfer for sara plus active lift it appears more likely that the adverse event will occur. Based on the simulation performed a person full drop appears to be possible when a sequence of multiple use errors occur (with amongst them at a minimum): the person is not correctly evaluated to be suited for transfer for sara plus active lift, the "wipedown" sling without chest belt will be used or the "wipedown" sling with ripped both straps/loops keeping the belt in place will be used, the person's arms will be keeping up, when the patient is not correctly evaluated before transfer (the patient is not able to bear the weight) and additionally the IFU is not followed on several points (multiple use errors) it appears more likely that a hazardous situation occurs resulting even in the patient's fall. Based on the event description and earlier incidents reported we can assume that the user error cannot be ruled out. It appears more likely that the patient assessment which should be carried out by a qualified nurse or therapist before lifting process was insufficient and therefore, is considered to be a contributing factor. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to the professional assessment of the patient before transfer and correct lifting procedure. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Event description:
On (B)(6) 2016 arjohuntleigh received a customer complaint where it was reported that during transfer with sara plus lift and sling, the resident started to slip out of bottom of sling. The resident had to be supported to prevent fall to the floor. It was reported that wipe down sling was found was with one of the strap (which keeping belt in place), ripped off the sling. As a consequences caregiver sustained a strain of back.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2016 arjohuntleigh received customer complaint where during the transfer of resident from bed to wheelchair, the patient started to slip out of sling. The following was reported: "attempting to get a patient to an echo bed for ultrasound with use of hoyer lift. Patient had sling under from nursing home and sling seemed to be in correct position. Lifted patient up and tried to turn her to place close to bed but lift would not tilt up causing discomfort to the patient. Pt started to slip out of bottom of sling so patient had to be supported while trying to lower back to wheelchair. The hoyer lift legs had to be closed causing a delay and requiring me to hold patient to prevent her from falling." No injury was reported as a consequences of event.